Manufacturer narrative:
(B)(4) date sent: 7/1/2024. Additional information was requested, and the following was obtained: 1. Please provide more details for "the device misfired"? ¿ yes, according to the surgeon 2. Did the device staple? Only one side 3. If yes, was the staple line complete (fully circular)? No 4. Did the device have staple line issues? Malforms, missing staples, no staples etc? Missing staples 5. Was the breakaway washer completely cut? I do not know, surgeon could not tell me 6. Were there two complete tissue donuts? I do not know 7. Did the device cut the tissue? Yes 8. Was it a partial cut? If so what was cut partially, washer or tissue? Not sure 9. How was the bleeding controlled? Yes 10. How much blood was lost (ml)? I do not know 11. Did the patient require a transfusion ¿ no.

Manufacturer narrative:
(B)(4). Date sent 6/17/2024. D4 batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details for "the device misfired"? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Did the device cut the tissue? Was it a partial cut? If so what was cut partially, washer or tissue? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an low anterior resection the device misfired and only released the staples but tore the anastomosis while they were pulling out which caused some slight bleeding and they had to go back to shorten the anastomosis to ensure it was still intact. After that they got a new device to complete the case without further harm.